Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h.6

Event description:
Healthcare professional later reported baker grade iii.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white calcification outer device and creases fold. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and later reported a capsular contracture, baker grade unknown. Device has been explanted and replaced.